Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that short duration ams episodes caused by p waves landing in pvarp, followed by sensor driven ap events were observed. It was recommended to evaluate for retrograde p-waves, make program changes to the device, and monitor the patient.